Manufacturer narrative:
The investigation of pump stop and vf/vt/af/at has been completed. The data logs were reviewed and on (B)(6), a sudden alarm 119 triggered a pump stop without a motor current spike. Subsequent attempts to restart the pump continued to trigger alarm 119 with mc spikes to 30,000 ma. The pump metrics were all stable leading up to the event. Returned product was investigated and all three phases of the motor cables were open lines. There was also a kink in the catheter just distal to the kink protector/red pump plug. The red pump plug was opened, and the breaks in all three lines were found with clear necking just inside of the kink protector. Based on data log review and returned product, the root cause of the pump stop was determined to be electrical open. As the necessary information was not provided, the root cause of the vt/vf was not determined." E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26695 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and a bridge to transplant. Six days after start of the support, the impella was weaned to performance level p-6 due to consistent ventricular tachycardia episodes. No suction alarms were noted with the ventricular tachycardia. Echocardiogram confirmed the impella 5.5 placement. Nine days later the pump stopped and was unable to be restarted. Consequently, the impella 5.5 device was explanted and replaced with a new impella 5.5 device. The patient was reported to be stable following the event.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the analysis, a supplemental report will be filed.